Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: bd (B)(4) received 1 defective sample from the customer facility for investigation. Our quality engineer was able to verify the presence of foreign matter. A stock check was performed on 400 of the current ongoing batches and no defects were found. The team reviewed the return sample and the foreign matter present on the needle seems to be the epoxy which is used as a sealant during assembly of cannula and needle hub. All the process controls of current process were reviewed and were in place and in working condition for the 23g needle assembly. The team will monitor the defect and if confirmed will take actions appropriately. The exact root cause is not identified. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Due to unavailability of manufacturing lot details, the team visually inspected 4000 ea of 23g needle from current ongoing batch (2000ea from batch# 7269209 & 2000ea from batch# 7269203) for any foreign matter on the needle, no defects were found. Due to unavailability of lot number retention samples inspection for defect foreign matter could not be performed. Due to unavailability of lot number complaint history review could not be done for the defect- foreign matter. Due to unavailability of lot number DHR was not reviewed for the product test. The exact root cause is not identified.

Event description:
It was reported before use of the bd emerald¿ luer slip syringe with needle there is a white foreign material on the needle. There was no report of injury or medical intervention.